Manufacturer narrative:
Device evaluation: received device in good condition. Attached a 50 psi o2 connection to device and turned it on. Noticed that the pressure manometer functioned as intended. Customer reported problem was not confirm. Found a secondary problem with the variable relief alarm and the oscillator block. The squeaker on the variable relief alarm was not functioning as intended and the frequency with no air mix and air mix was out of spec. Problem source is unknown.

Event description:
Additional information received stating the incident did not occur while in use with a patient. Additionally, no medical intervention was required. The outcome of the incident was reported as "unknown". No concomitant medical devices were in use and no medical treatment was provided as no patient was involved.

Event description:
Information was received that a smiths medical pneupac parapac ventilator "never goes back to zero". No adverse effects were reported.